Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous upper arm. After an unspecified guide wire crossed the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation and initially inflated at 10 atmospheres. Succeeding inflations were at 16, 18 and 24 atmospheres respectively. The lesion was not dilated sufficiently due to recoil and calcification. Subsequently, the physician performed additional dilatation, however, the balloon ruptured on the fifth inflation at 24 atmospheres for 60 seconds. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).